Event description:
Supplemental report is being submitted due to the completion of the investigation on 04-nov-2025.

Manufacturer narrative:
Device evaluation: the device evaluation for the echo-19 device of lot c2289310 was returned for evaluation open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 16 sep 2025. The following was observed in the lab: visual inspection: tip of sheath examined and observed to be perforated distal end of needle examined and no issue observed functional inspection: sheath extender able to advance and retract without issue. Needle handle unable to advance and retract without issue. Stylet removed from device without issue. Stylet examined and no issue observed. Stylet re-inserted into device without issue. Needle removed from device and slight kink observed below sheath extender. After needle removed from device needle handle now able to advance and retract without issue. This issue reported failure was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2289310 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c2289310 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0101 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause could not be determined from the investigation. A possible root cause could be positioning of the needle requiring excessive angulation and bending during advancement. This may have led to a proximal needle kink below the sheath extender as observed in the lab evaluation. The proximal kink observed below the sheath may have caused a misalignment of the needle which led to perforation of the sheath at the distal end reported by customer. CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/ correction complaints of this nature will continue to be monitored for similar events summary of investigation according to the customer after the first puncture the tip of the needle sheath broke off. User changed to another needle to continue the procedure. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on functional and visual inspection. A possible root cause could be positioning of the needle requiring excessive angulation and bending during advancement. This may have led to a proximal needle kink below the sheath extender as observed in the lab evaluation. The proximal kink observed below the sheath may have caused a misalignment of the needle which led to perforation of the sheath at the distal end reported by customer.

Event description:
Under transesophageal ultrasound guidance, a pancreatic biopsy was performed. After the first puncture user detected in pancreatic body sulcus, the tip of the needle sheath broke off. The procedure was completed using an ultrasound-guided needle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 01 sep 2025 updated on 4sep2025 . 1. Upon translation of the cc form-was the procedure ¿pancreacentesis¿ using the echo-19 to remove excess fluid from the peritoneal cavity? No. 2. Was puncture of the targeted site difficult? No. 3. Was the scope recently service/repaired? No. 4. Was the device used in a tortuous position? No. 5. Was the device damaged in packaging before removal? No 6. Was the device damaged on removal from packaging? No 7. Was force required to remove the device? No 8. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle retraction 9. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 10. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end not answered 11. Was gaining access to the target site difficult? No. 12. Was force required on insertion of device into scope? No. 13. Was resistance felt while inserting the device through the scope? No 14. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 15. When was the issued with the product noted? After first biopsy and retracting the needle 16. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 17. Was the stylet partially removed when advancing the needle into the target site? Yes 18. Was the syringe used during the procedure, after the stylet was removed? Yes 19. Was difficulty experienced while retracting the needle? No. 20. Was it possible to be fully retract before removing the needle from the patient? Yes 21. How many samples were obtained (passes completed) with this needle?? 1 22. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. - 23 did the patient had an altered anatomy- if yes, what type of procedure had been done on this patient prior to this pancreatic biopsy sampling? No. - 24 was the echotip ultra used to drain a cyst/pancreatic cyst? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.